Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a fathom guidewire with no other devices. The guidewire body and bonds were examined. The high torque sleeve (hts), and core wire were separated 17 cm from the distal tip. The coil wire was stretched and not separated. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the hts and core wire revealed no evidence of any material or manufacturing deficiencies. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire break occurred. The target lesion was located in the lung vessels. A direxion fathom-16 system was selected for use. During the procedure, the fathom wire was used to position the direxion micro catheter. During withdrawal, after removing the wire from the catheter, it was noticed that the tip of the fathom wire had broken off and was dislodged from the rest of the wire. This happened outside the patient, no portion of the wire was left inside the patient. The procedure was completed with a different device. No patient complications reported and the patient was fine.